Event description:
It was reported that during preparation for a biopsy procedure, the first slide of the device allegedly self activated. There was no patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation the device functioned properly under laboratory conditions, the top slide was not able to lock into place. Therefore, the investigation is inconclusive for self activation. However, the investigation is confirmed for failure to prime. The identified bent left bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during preparation for a biopsy procedure, the first slide of the device allegedly self activated. There was no patient contact.